Event description:
A complete review of the generator data showed that the generator battery status is lower than would be expected based on charge consumption history. The cause of the 25% battery status indicator is the result of a low battery voltage reading resulting from expected battery impedance behaviors of models 103 to 106 generator batteries. M103-m106 generator batteries exhibit a low battery voltage reading behaviors at the beginning of the battery¿s life, due to well-understood battery impedance behaviors of the model 103-106 generator batteries. Although there is an initial low battery voltage reading, the generator¿s battery voltage reading did rebound over time, back to a higher voltage value. Due to this known behavior, the generator has a built-in 0.5v offset added during the first 7.5% of the battery consumption to mitigate the potential for artificially low voltage measurements during this period. This offset is then removed once 7.5% of the initial battery is consumed. In a few cases, the beginning of life impedance behaviors may extend past the 7.5% consumption point, which can result in a temporary low battery status. When the behavior extends past 7.5% battery consumption, this is not an indication of a device failure, but rather an outlier in the expected timeline of the battery voltage drop. In these cases, the generator battery is expected to re-bound and will exhibit normal battery depletion timelines. Malfunction of device not likely to cause serious injury or death, as no loss of therapy is expected since device returns to normal battery life indicator.

Event description:
It was reported that the patient¿s 106 device that was implanted recently and is showing battery 11-25% after 4 months of implant. No additional relevant information has been received to date.